Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the menu button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint can be verified. The menu and check buttons do not respond. There are particles inside the housing of the buttons, and these particles isolate the area of contact.